Manufacturer narrative:
The probp 3400 automatically measures systolic and diastolic pressure (excluding neonates) and pulse rate, as well as calculates mean arterial pressure (map). The device is intended to be used by clinicians and medically qualified personnel. It is available for sale only upon the order of a physician or licensed health care provider. This device is not intended for use on neonates, infants, or children under the age of 3 years. The effectiveness of this device has not been established in pregnant, including pre-eclamptic, patients. Hillrom has requested for the device to be returned in order to perform a thorough investigation into the root cause of the reported malfunction. Should additional information be received, a supplemental report will be filed. Although the reported event did not result in a serious injury, the reported incident could contribute to a serious injury if it were to recur, therefore, hillrom considers this event reportable.

Event description:
The customer reported while charging the probp3400, with recently replaced battery started to release smoke, followed by a flame and explosive sound. This incident was captured under hillrom complaint ref # (B)(4).